Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give a numeric value for readings greater than 500 mg/dl. A reading greater than 500 mg/dl would display a "hi" message. Also according to the customer, it is unknown if they were using expired test strips.

Event description:
The customer reported receiving inaccurate readings on their freestyle freedom lite blood glucose monitor which caused him to go to the hospital. Customer received a "hi" reading and then a reading of 100 mg/dl on their meter. At the hospital, the customer received a lab reading of 73 mg/dl. Results of 100 mg/dl and 73 mg/dl were done within 10 minutes and were plotted on the parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. The customer experienced shakiness and had a "black out". The customer was diagnosed with hypoglycemia; however, there was no treatment related to diabetes reported. There was no report of death or permanent impairment associated with this event.